Event description:
The customer stated that he got a blood reading of 44 on his breeze and 175 on his old meter. Customer service found, when performing the electronic test, that the meter was set to read in mmol/l. Customer service was able to assist the customer in switching the meter back to mg/dl. Customer service also discussed technique and found the customer was using correct technique. Customer service was unable to continue troubleshooting as the customer was running out or autodisc strips. Customer service was sending a replacement meter and a sample box of discs.